Event description:
As reported by the user facility through (B)(4): "uneventful combined spinal epidural anesthesia was performed on (B)(6) 2014. Upon removal of the epidural catheter on (B)(6) 2014, the tip of the epidural catheter was missing. Removal of the catheter was without any resistance. Although patient is asymptomatic, it is presumed that the tip of the epidural catheter is retained inside the patient body. Patient refused CT scan of back. Diagnosis or reason for use: anesthesia for c-section and post-operative pain management." Possible lot numbers: lot #0061376421 - mfg: 06/2014 - expiration date: 01/31/2016.

Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample, a thorough evaluation could not be performed and no specific conclusions can be drawn. While no specific conclusion can be drawn, incidents of this nature can occur when a catheter becomes lodged between rigid body structures and is stretched beyond its design capabilities; or if the catheter is withdrawn or partially withdrawn through the needle, thereby shearing the catheter. Review of the discrepancy management system database performed for the reported lot numbers did not reveal any abnormalities or non-conformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number of catheter material number. There were no other reports of this nature against the reported lot number. All available information has been forwarded to the device manufacturer of the catheter. If additional pertinent information becomes available, a follow-up report will be filed.